Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4). Post market vigilance (pmv) and engineering concurrently led an evaluation of one clip applier opened. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The instrument was received partially applied with seventeen remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. In addition; the instrument was disassembled for visualization of internal components and revealed no abnormalities. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a coronary artery bypass graft involving the lima the user fired a clip on the left internal mammary artery and it sheared the branch. The clips fell into the patient cavity was retrieved by grasper.